Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system for one pt. Customer tested a pt sample for accutni and obtained a result of 1.2ng/ml. Upon repeat on a different instrument, this sample gave a result of 0.06ng/ml. The erroneous result was not reported outside of the laboratory. There was no affect to pt or user with regards to this event.

Manufacturer narrative:
Sample collection and preparation info was not provided. Customer provided qc data which indicated that qc was in range prior to the event. No system check data was provided. Per customer, accutni results had been generated off one reagent pipettor, and they had reassigned accutni's to another reagent pipettor until service arrived. Field service engineer (fse) was dispatched: fse found that the peristaltic tubing was worn, especially for the pipettor that produced the erroneous result. This causes poor aspiration. Incomplete aspiration results in over-recovery for the accutni assay. Fse replaced all three peritubings and performed system verification. Instrument was verified as performing to specifications. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.